Manufacturer narrative:
(B)(4) d10 - medical product: nexgen articular surface catalog # 00596403210 lot # 64377370 nexgen stemmed nonaugmentable tibial component catalog # 00598603701 lot # 64391450 nexgen all poly petella catalog # 00597206529 lot # 64315704 gentamicin bone cement catalog # 9056064 lot # 3095-040 g2: united kingdom h3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2024-00972 0002648920-2024-00077 h3 other text : remains implanted.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. H6: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.